Event description:
Patient called to report defect in cadd legacy pump for veletri infusion. Pump is functioning, however, makes no noise. Purposely kinked tubing. Although pump screen detected occlusion, no alarm went off. Further stated pump doesn't make any noise when turned on either. Advised we would replace pump sn (B)(4), due 11/30/2018 for maintenance. Patient did not suffer and ae as result of defect, patient was using pump, it functioned but made no noise.